Event description:
It was reported that the user experienced a severe low blood glucose event during the night that reportedly occurs frequently, with the cause unclear and no alerts or alarms noted. Symptoms included hypoglycemia. Outcomes included unspecified effect on daily activities without reported hospitalization. Investigation included a review of available event details and request for additional information from the customer. Investigation of this case revealed no confirmed device malfunction or alarm activation and no identifiable cause based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.